Manufacturer narrative:
Model number: balloon: 72400024; pump: 72400098; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72400098; UDI numbers: (B)(4); expiration date: balloon: 07/13/2021; pump: 07/13/2021.

Event description:
It was reported that the patient's artificial urinary sphincter cuff had eroded into the urethra. The patient experienced a urinary tract infection and pump adherence. The pump was close to extruding through the scrotum. The device was not functional. Revision was requested. Additional information reported revealed that the cuff was removed. The pump and balloon were scheduled to be removed at a later date. The pump had adhered to the scrotum. The patient is stable with no major complications. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.